Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6).

Event description:
It was reported that the physician had difficulty placing the leads and the patient experienced increased pain and muscle spasms following the lead placement. The patient went to the emergency room and it was found out that the patient had a urinary tract infection. The patient underwent a lead pull procedure and was doing well upon release from the hospital. The leads were discarded by the medical facility.